Event description:
Reportedly, several fallback mode switch (fms) episodes were recorded in device memories since (B)(6) 2010. These episodes exhibit noise sensing on both channels (sometimes last more than one minute). No symptoms were noted by the patient. It was also reported that the patient has rheumatoid arthritis and she was at rest at the time of the recording of last mode switch episode on (B)(6) 2014.

Event description:
Reportedly, several fallback mode switch (fms) episodes were recorded in device memories since (B)(6) 2010. These episodes exhibit noise sensing on both channels (sometimes last more than one minute). No symptoms were noted by the patient. It was also reported that the patient has rheumatoid arthritis and she was at rest at the time of the recording of last mode switch episode on (B)(6) 2014.